Event description:
Reportable based on device analysis completed on 19oct2023. It was reported that catheter issue occurred. The 70% stenosed target lesion was located moderately tortuous and severely calcified left anterior descending artery. The opticross hd imaging catheter was advanced for ultrasound examination of the target lesion. When crossing the lesion, the catheter was kinked due to angulation. The procedure was completed with another of the same device. There were no patient complications reported and the patient condition was fine. However, device analysis revealed that the imaging window was detached.

Manufacturer narrative:
The device was returned for analysis. Visual inspection revealed the imaging window detached in the lap joint, kinked and entangled with the wire with the distal section over the floppy section of the guidewire. Microscopic inspection revealed the guidewire exit port was damaged, but the tip was in good condition. A test guidewire was inserted and no indication of resistance in tracking the guidewire into the catheter was noted.